Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were provided for evaluation. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Four hours into the procedure, a cardioversion was performed and an rf lesion was made close to the left atrial appendage. During rf, the tacticath was noted to be moving out of the geometry. An echocardiogram was performed revealing no anomalies. The procedure continued and approximately 40 minutes later, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed; however the patient was transferred to cardiac surgery.